Event description:
It was reported the pt had developed a 6mm granuloma that was diagnosed by MRI. The pt was asymptomatic. The drug in the pump was morphine at 4.8mg/day at an unspecified concentration. No other symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.